Event description:
It was reported by the distributor that the patient reports multiple beeps and change of power sources earlier than expected. The site believed the controller may be faulty and decided to exchange controller. There were no effects on the patient. The pump remains implanted. It was reported that the controller will be returned; however, it has not been received for evaluation as of the date of transmission of this report.

Manufacturer narrative:
It was reported that the controller will be returned; however, it has not been received for evaluation as of the date of transmission of this report. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. Product is in route.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a critical battery alarm. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however this event could not be duplicated at the bench level. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.